Event description:
It was reported by the customer that during a breast biopsy procedure, after removing the probe and marker as one single insertion, the physician noticed that the tip had sheared off into the pt's breast. The physician was unsuccessful in retrieving the tip and it remains inside the pt. Physician will wait for the pathology report before making a decision on removing the tip.

Manufacturer narrative:
Investigation summary: the device was not returned for inspection and eval; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk mgmt file associated with our mammomark product portfolio to include tip shear. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Misalignment of the applicator tube creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear.